Manufacturer narrative:
The investigation has confirmed that the customer obtained a lower than expected vitros anti-hiv result for a single patient sample and multiple biased anti-hiv quality control results while using the vitros 3600 immunodiagnostic system. The root cause of this event is user error. The customer incorrectly identified a vitros (B)(4) reagent pack as an anti-hiv reagent pack during manual reagent pack loading. When the anti-hiv reagent pack was correctly identified, expected anti-hiv results were obtained. The vitros 3600 system did not malfunction. The root cause of the event was user error.

Event description:
A customer observed a lower than expected vitros anti-hiv result for a single patient sample and multiple biased anti-hiv quality control results while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result for the single patient sample was not reported to the clinician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)